Manufacturer narrative:
Per tandem¿s cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer filled the cartridge with cold insulin. Additionally, the insulin gauge displayed an inaccurate fill estimate. Tandem technical support educated the customer this was off-label and suggested customer fill a new cartridge with room temperature insulin to resolve issue. Customer's blood glucose was 234 mg/dl.